Manufacturer narrative:
(B)(4) on (B)(6) 2017 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Sales rep stated via email: instrument broke. The 27jun2017 additional information: what was the procedure that was being performed? Elbow arthroscopy w/open ulnar nerve and endoscopic carpal tunnel. Did any part the instrument fall into the patient's body, and if so how was it retrieved? Tip broke off in elbow retrieved with grasper. Was there a medical procedure performed to verify if the instrument was in the patient's body, such as an x-ray? No x-ray or other procedure preformed. What was the patient's outcome? Good outcome. Was the procedure completed as planned? Procedure was completed as planned can you please send all parts of the instrument for evaluation? Sending in to day do you have the lot#? No lot # item # 1060-006. What exactly broke? Tip broke off no further information available.